Event description:
It was reported that a patient presented with loss of capture at high capture thresholds noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.